Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacing threshold on the right ventricular (rv) lead was chronically high. The pace/sense portion of the lead was capped and replaced and the high voltage/defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacing threshold on the right ventricular (rv) lead was chronically high. The pace/sense portion of the lead was capped and replaced and the high voltage/defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event. (B)(4) 2014: it was also reported that the rv lead had sustained failure to capture. The patient is enrolled in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).